Event description:
It was reported the pump used a large volume of insulin during the prime step. There was no allegation of patient injury associated with this issue.

Manufacturer narrative:
This complaint is being reported based on pump evaluation completed on (B)(4) 2011. (B)(6). Recall #: 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. Evaluation revealed the force sensor was out of calibration.